Manufacturer narrative:
(B)(4). Batch #: (B)(4). Investigation summary: the device was received with the coating material of the housing flaking off. Based on prior investigations, the loose particles on the surface are likely aluminum oxide from the base material this issue does not affect handpiece performance. It was connected to a generator, evaluated with a test instrument and was found to be functional. The instrument was disassembled to inspect the internal components. The moisture indicator was positive. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal, this may be caused by a reduction of the compressive force on the distal seal. However no definitive root cause could be drawn. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. It is probable that the ingress of moisture affected handpiece functionality. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the following message displayed during activation of the device: "please contact the technical service" there were no patient consequences.